Event description:
Asr xl acetabular system (right). Reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr xl acetabular system (right). Update - added reason for revision, sleeve and stem, taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: unknown. Update (B)(6) 2014 - reasons for revision - alval / soft tissue reaction and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr xl acetabular system (right). Update - added reason for revision, sleeve and stem, taken from claimsuite dated 18th april 2013. Reason(s) for revision: unknown. Update 12 aug 2014 - reasons for revision - alval / soft tissue reaction and pain. Update - added expiry dates, additional hospital and surgeons full name. Taken from claimsuite dated 14th october 2014.